Event description:
(B)(4). There was no patient involvement. The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi 1501-006-000 and 1501-070-000. This file was closed because the device was not received within 55 days of opening the file.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4). There was no patient involvement. The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4). This file was closed because the device was not received within 55 days of opening the file.